Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced lines on the display. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00.

Manufacturer narrative:
(B)(4). The root cause was determined to be a faulty main display. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with lines on the display was confirmed by baxter personnel during product evaluation. The root cause was assigned to a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. This device is distributed outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.